Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed: esheath liner torn from distal tip to strain relief, scratches and/or frayed material on the esheath at distal end, the commander flex shaft was protruding through the torn liner, the valve was crushed at the outflow. Imagery was received, and the following was observed: commander delivery system inserted into esheath with flex shaft protruding out of sheath liner, the balloon shaft appeared cut off from the remaining device, the valve was shown separated from the balloon/ds, angiography confirmed vessel dissection, as indicated by leaking out contrast media, and the esheath distal end is positioned past the aortic bifurcation with the tip out of view, suggesting that valve never exited distal end of esheath. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv dislodged off balloon was confirmed empirically based on evaluation of provided imagery and returned device. Per the complaint description, this event called for a surgical cutdown following delivery system advancement through sheath wherein the valve punctured the sheath liner, became exposed, and got stuck within patient's calcified vasculature. As reported 'during the cutdown, the sheath and the commander were retracted but the valve was still in arteria iliaca externa.' In this case, the thv came in contact with patient's vasculature, which likely caused the thv strut(s) to become embedded in the calcium. This could have physically prevented the thv from being removed along with the ds during surgical retrieval, causing it to dislodge off the balloon. Available information suggests that patient factors (calcification) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards denmark affiliate, during a left transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, during insertion of the commander delivery system and valve into the 14 fr esheath, resistance was felt. The team attempted to remove the delivery system and advance forward without too much force. However, the esheath seemed began to split while pressing against the calcified femoral artery exposing the valve. The valve went out of the esheath, and got stuck in the calcium located on the groin of the patient. To prevent further damage by pulling out the esheath and device, it was decided to surgically remove the devices. During the cutdown, the esheath and commander delivery system were retracted, but the valve was still in the external iliac artery. The valve was located and removed, but the inside of the artery was severely damaged, and an iliac-femoral bypass was performed. The external and internal iliac was sutured, and the prosthesis was tunneled under the ligament to the groin, and the patient was doing well. Per medical records review, on post operative day 3, the patient experienced shortness of breath, and the patient went into a-fib, then into ventricular tachycardia, and then asystole. The patient's status was do not resuscitate, therefore, there were no actions taken to revive the patient. The cause of death was noted to most likely be a pulmonic embolism after extensive surgery, due to lying flat in the bed and not being given anticoagulants post procedure. Per report, the event was not due to any device failure, but due to patient's anatomy and level of calcification.